Event description:
It was reported the patient was found down at home with the modular cable disconnected. Emergency medical services (ems) hooked up the modular cable and advanced cardiovascular life support (acls) was performed for 1 hour. The patient was pronounced dead shortly upon arrival to the hospital. Following review of the submitted log files, it appeared there was a driveline disconnect event on (B)(6) 2024 at 1:44 pm, which caused various alarms. The pump appeared to have been reconnected to the system controller at 2:41 pm on (B)(6) 2024. The patient was off support for about 57 minutes prior to the reconnection. Following the reconnection, the pump resumed operation with decreasing estimated flow, which caused low flow hazard events. It was later reported by the site that the equipment would not be returned. The site checked the modular cable when they arrived to the patient's home and it appeared to have functioned as intended. The site thought the patient may have disconnected themselves.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed during review of the submitted log file. The submitted log file contained approximately 3 days of relevant information (B)(6)2024 per timestamp). At 13:44:49 on (B)(6) 2024, driveline disconnect, pump off, and low flow alarms were observed; these alarms are consistent with the provided information that the patient was found down with their modular cable disconnected from the controller. The driveline appeared to be reconnected to the controller at 14:41:23 on (B)(6)2024. The pump was observed to return to the set speed within a few seconds, and the observed alarms cleared. The pump maintained a speed within the expected range throughout the remainder of the data. The heartmate 3 system controller (serial number: (B)(6) was not returned for evaluation. The root cause of the driveline disconnect alarm could not be conclusively determined through this analysis; however, provided information indicated that the patient was suspected to have disconnected themselves. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.